Event description:
Note: this report pertains to the second of two endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the guidewire stripped. In addition, it was noted that the guidewire was unable to pass through the tube. A photo of the device was provided by the customer and shows that the guidewire was kinked. A second peg kit was opened and attempted to be used but, the same problem occurred. A third peg kit push method was used to successfully complete the procedure. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h11 (correction): block h5 (describe event or problem) has been corrected.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1409 captures the reportable event of peg tube obstructed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was attempted to be used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, the guidewire stripped, and was unable to pass through the tube. A second peg kit push method was used to successfully complete the procedure. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.